Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 ¿ cocr head ¿ 61394030, 00784001600 ¿ versys stem ¿ 53319000, 00620005222 ¿ shell ¿ 61350529, 00625006525 ¿ bone screw ¿ 61405261, 00625006530 ¿ bone screw ¿ 61412732. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00060, 0001822565-2020-00444.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to unknown reasons. Two attempts have been made and additional information on the reported event is unavailable at this time.